Manufacturer narrative:
The complainant reported that two inserters failed in the field. The malfunction was discovered prior to implantation during a surgery. An alternate instrument was available to complete the procedure. There were no known patient complications. The broken inserter was returned for evaluation where it was confirmed that the distal portion of the threaded post used to hold trials and implants was broken off. The damage to the inserter could be replicated by applying lateral force to the implant/trial while not fully engaged with the threaded post of the inserter. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior lot release. This lot has been available for distribution since 10/30/2012.

Event description:
The complainant reported that two inserters failed in the field. The malfunction was discovered prior to implantation during a surgery. An alternate instrument was available to complete the procedure. There were no known patient complications.